Event description:
During a clinic follow-up, a loss of capture, high defibrillation and pacing impedance, and episodes of noise resulting in oversensing were observed on the device due to an alleged header anomaly. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of capture, sensing, and impedance anomalies were confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Electrical testing revealed an insufficient internal supply due to a hybrid anomaly.